Manufacturer narrative:
(B)(4).

Event description:
The complaint states that no egvs were displayed on the device was reported. No product was provided for investigation. Data was provided for investigation. The problem of ??? Was confirmed. The probable cause was determined to be sensor noise. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.